Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076-45 x 2 implantable pacing leads (B)(6) 2002; 310c27 porcine heart valve (B)(6) 2013. (B)(4).

Event description:
It was reported that the surgeon determined the patient had endocarditis around the area of the pacemaker system. The implantable pulse generator (ipg) and two leads were explanted the patient was treated for endocarditis. No further patient complications have been reported as a result of this event.